Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU), an allergic reaction is a potential inherent risk of any pta procedure involving a drug coated balloon. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a few days after the index procedure with two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, the patient allegedly developed lower limb swelling after taking a prescribed oral medication. The prescribed medication was (B)(6). The patient called the doctor's office on (B)(6) and stated, "shortly after taking his (B)(6), a day after the index procedure, foot swelling occurred with a rash on both feet." The physician discussed holding the (B)(6) at the time of the call, but to continue all other prescribed medications. The patient feels good otherwise and no other symptoms have appeared.